Event description:
Over the past 2 years, screen went black and immediately came back on 3 separate instances. No image shows up when flouro is pushed in succession. This leads to an interruption of patient exam. Manufacturer contacted in each instance. Ge came and greased all connections, resolving the problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer contacted in each instance. Ge came and greased all connections, resolving the problem for now.